Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular oversensing caused by noise. Noise episodes resulted in pacing inhibition and were attributed to electromagnetic interference. No interventions were reported. The patient was stable.